Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Physician name not provided phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge correctly engaged into lower body of the pcb00v device. The intraocular lens (iol) was received out of the pcb00v device. Visual inspection at 10x microscope magnification showed loose particles on the lens indicating that the unit was handled out of the sterile environment. The iol was returned cut in two parts, making it impossible to observe scratches (if any) on the lens optics. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), a scratch mark was observed on the optic. Reportedly, the lens was cut out of the patient's eye and replaced with another lens. A delay of five minutes in the surgical procedure was reported. No patient injury occurred. No further information was provided.